Event description:
A surgeon reported a patient with an unexpected postoperative refraction following intraocular lens (iol) implant surgery. Additional information has been requested.

Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional information was requested on 01/05/10, 01/06/10, 01/07/10, and 01/14/10 by phone, fax, and mail. A completed questionnaire has not been recieved. (B) (4). Postoperative refraction, unexpected. (B) (4). (B) (4).